Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set disconnected from the patient line of the homechoice (hc) cassette. This occurred during drain two of four of peritoneal dialysis therapy. The registered nurse (rn) reported that the home patient (hp) got up to go to the restroom and yanked the line and the lines disconnected. Renal therapy services (rts) instructed the rn to cycle the power of the hc off or on to get back to the beginning and to start therapy over with new supplies. Proper procedures, per the user manual, were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.